Event description:
Surgeon placed "100mm lag screw " using synthes dhs/dcs coupling screw. Coupling screw order number 338.200 and lot# 1128836. While placing lag screw, the tip or end of coupling screw broke off and remained adhered to the tip or end of coupling screw broke off and remained adhered to the head of the lag screw. Surgeon aware and no intervention/action/treatment required per surgeon.